Event description:
It was reported that one year five months and twenty-nine days post port placement, the catheter allegedly occluded by leaving the clamp open for several tens of minutes while preparing for the administration of the medicine. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: device pending return.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port and a groshong catheter was returned for evaluation. Gross, microscopic visual, tactile and functional testing were performed. Upon infusion, thrombus with water was observed exiting the port stem and distal catheter segment. Aspiration was attempted and was successful as water returned to the in-house syringe attached. However, the investigation is inconclusive for the reported occlusion issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year five months and twenty-nine days post port placement, the catheter allegedly occluded by leaving the clamp open for several tens of minutes while preparing for the administration of the medicine. Reportedly, the port system was removed. There was no reported patient injury.